Event description:
Patient was revised to address tibial loosening.

Manufacturer narrative:
No product was returned for examination. Product information required to search the complaint database was not provided. The investigation was limited to the information provided. No conclusions could be drawn about the reported device loosening; however, provided information stated the cementing technique at primary surgery was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.